Event description:
A peg gastrostomy tube snapped apart during attempted traction removal procedure leaving the internal retention dome in the pt's stomach. The tube had been in place for 23 days. A gastroscopic procedure was initiated within 15 minutes of the removal attempt, but the part had migrated into the small bowel and was not retrieved. The pt was discharged and has not since contacted the hosp.